Manufacturer narrative:
The device was not returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 02/08/2011 and has no repair history at zimmer surgical. The device was not retuned to zimmer surgical for evaluation; therefore, the customer's reported event could not be confirmed. It was stated during product retrieval that "the unit was tested adn it was found to be proper."

Event description:
It was reported that the surgeon experienced bleed through with the ats 3000 tourniquet. The pressure was increased from 250mmhg to 350mmhg and still there was bleeding. There was patient involvement but there was no pt injury associated with the report and no alternate device was retrieved for use during the surgery and the surgery went on with slight delay.